Event description:
A pt reportedly received a burn on her left medial buttock during a mr exam of the lumbar spine. The pt was wearing capri type pants with no metal in the affected area and denied having any patches, tatoos, or cream on her skin. She was lying on the table on her back with her arms on her stomach and recalled that at some point during the exam she moved her arms to her side. She commented that she felt warm during the exam, mostly in her facial area. She did not feel any pain, heat, or discomfort in her left buttock area during the MRI exam. The next morning she noticed approx 20 blisters on her upper left medial buttock. The area was about 3" long in the shape of an inverted "l". She treated the blisters by putting neosporin on the affected area.

Manufacturer narrative:
Investigation is ongoing.